Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that there was no backup battery for the heartstart xl defibrillator. There was no patient involvement.